Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter would not power on. The customer care advocate (cca) contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with diet and exercise only, no medication. The patient reported that they were unable to test their blood glucose due to the alleged power issue. The patient stated that they did not have a backup meter available. The patient reported developing symptoms of "shakiness, bad headache, dizziness and sweatiness". The patient reported going to an urgent care clinic. The patient reported testing their blood glucose on a hospital meter, they could not recall the exact reading obtained but stated that it was "higher than normal". The patient reported receiving hcp treatment of "fluids and medication for headache", but was unable to provide further details. The patient stated that they were not admitted to hospital. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient became hyperglycemic and required hcp treatment after the alleged issue began.